Manufacturer narrative:
The device was returned for analysis and not repaired and returned.

Manufacturer narrative:
Return requested. Replacement suretrak2 clamp medium shipped to site 11/04/2016. Medtronic investigation of returned suspect suretrak2 clamp medium finds that clamp adjustment screw head is somewhat rounded out causing difficulty setting the clamp. The clamp is otherwise functional. Physical damage - rounded head/damaged screw hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A site purchasing department representative reported that their suretrak2 medium clamp was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.